Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coils had punctured her uterus") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implantation and endometrial ablation at that time" on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine haemorrhage and pelvic pain, polycystic ovaries ("multiple cysts on right ovary") with adnexa uteri pain, dyspareunia ("chronic complaints of dyspareunia, pain after intercourse"), dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menses"). The patient was treated with surgery (in (B)(6) 2016, hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, polycystic ovaries, dyspareunia, dysmenorrhoea and menstruation irregular had resolved. The reporter considered dysmenorrhoea, dyspareunia, menstruation irregular, polycystic ovaries and uterine perforation to be related to essure. The reporter commented: following the hysterectomy, she was told that the essure had punctured her uterus, causing her bleeding and chronic pain. The chronic pain resolved. Until removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2015: gynecological examination: blood in the uterus. On (B)(6) 2016: ultrasound pelvis: somewhat complex appearing area of decreased echogenicity near posterior aspect of uterine fundus. On (B)(6) 2016: MRI pelvis: multiple cysts right ovary, and masslike oval structures within the uterine fundus with signal characteristics suggestive of hemorrhage on (B)(6) 2016: ultrasound pelvis: apparent enlargement of heterogenous masslike structure along the posterior aspect of the uterine fundus towards the right. In (B)(6) 2016: hysterectomy: coils had punctured the uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous legal case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("coils had punctured her uterus"). A hysterectomy was performed. In the present case, following the implant, consumer complained of chronic pelvic pain and uterine bleeding. Following the hysterectomy, it was noted that essure had puncture her uterus. The exact date and mechanism of perforation is unknown, however given event's nature, causality with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils had punctured her uterus/perforation') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implantation and endometrial ablation at that time" on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine haemorrhage and pelvic pain, polycystic ovaries ("multiple cysts on right ovary") with adnexa uteri pain, dyspareunia ("chronic complaints of dyspareunia, pain after intercourse"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menses") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with surgery (in (B)(6) 2016, hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, polycystic ovaries, dyspareunia, dysmenorrhoea and menstruation irregular had resolved and the genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular, polycystic ovaries and uterine perforation to be related to essure. The reporter commented: following the hysterectomy, she was told that the essure had punctured her uterus, causing her bleeding and chronic pain. The chronic pain resolved. Until removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2015: gynecological examination: blood in the uterus on (B)(6) 2016: ultrasound pelvis: somewhat complex appearing area of decreased echogenicity near posterior aspect of uterine fundus on (B)(6) 2016: MRI pelvis: multiple cysts right ovary, and masslike oval structures within the uterine fundus with signal characteristics suggestive of hemorrhage on (B)(6) 2016: ultrasound pelvis: apparent enlargement of heterogenous masslike structure along the posterior aspect of the uterine fundus towards the right in (B)(6) 2016: hysterectomy: coils had punctured the uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter added. Event worsening pain was clubbed with pelvic pain and perforation was clubbed with uterine perforation. Event worsening abnormal bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils had punctured her uterus/perforation') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implantation and endometrial ablation at that time" on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine haemorrhage and pelvic pain, polycystic ovaries ("multiple cysts on right ovary") with adnexa uteri pain, dyspareunia ("chronic complaints of dyspareunia, pain after intercourse"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menses") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with surgery (in (B)(6) 2016, hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, polycystic ovaries, dyspareunia, dysmenorrhoea and menstruation irregular had resolved and the genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular, polycystic ovaries and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: following the hysterectomy, she was told that the essure had punctured her uterus, causing her bleeding and chronic pain. The chronic pain resolved. Until removal, neither she nor her doctors could clearly correlate her problem as being asociated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2015: gynecological examination: blood in the uterus on (B)(6) 2016: ultrasound pelvis: somewhat complex appearing area of decreased echogenicity near posterior aspect of uterine fundus. On (B)(6) 2016: MRI pelvis: multiple cysts right ovary, and masslike oval structures within the uterine fundus with signal characteristics suggestive of hemorrhage on (B)(6) 2016: ultrasound pelvis: apparent enlargement of heterogenous masslike structure along the posterior aspect of the uterine fundus towards the right in (B)(6) 2016: hysterectomy: coils had punctured the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils had punctured her uterus/perforation') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implantation and endometrial ablation at that time" on (B)(6) 2008. The patient's medical history included grand multiparity and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abnormal uterine bleeding and pelvic pain, polycystic ovaries ("multiple cysts on right ovary") with adnexa uteri pain, dyspareunia ("chronic complaints of dyspareunia, pain after intercourse"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menses") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with surgery (in (B)(6) 2016, hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, polycystic ovaries, dyspareunia, dysmenorrhoea and menstruation irregular had resolved and the genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular, polycystic ovaries and uterine perforation to be related to essure. The reporter commented: insertion details-the fallopian tubes and ostia were bilaterally identified. Dr was then able to pass the essure coils into the fallopian tubes, first on the right using standard procedures and then on the left. Following the hysterectomy, she was told that the essure had punctured her uterus, causing her bleeding and chronic pain. The chronic pain resolved. Until removal, neither she nor her doctors could clearly correlate her problem as being asociated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2015: gynecological examination: blood in the uterus on (B)(6) 2016: ultrasound pelvis: somewhat complex appearing area of decreased echogenicity near posterior aspect of uterine fundus on (B)(6) 2016: MRI pelvis: multiple cysts right ovary, and masslike oval structures within the uterine fundus with signal characteristics suggestive of hemorrhage on (B)(6) 2016: ultrasound pelvis: apparent enlargement of heterogenous masslike structure along the posterior aspect of the uterine fundus towards the right in (B)(6) 2016: hysterectomy: coils had punctured the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received-new reporter, medical history, insertion details,were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils had punctured her uterus/ perforation') and pelvic inflammatory disease ('lso in 2011 for pid') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implantation and endometrial ablation at that time" on (B)(6) 2008. The patient's medical history included colonoscopy in 2015, cesarean section in 2007, pid pelvic inflammatory disease in 2001, hernia repair in 2001, cholecystectomy in 2001, appendectomy in 1991, grand multiparity, menometrorrhagia, hematosalpinx, chronic cervicitis, ovarian cyst, endosalpingiosis, hypertension, morbid obesity, multigravida, dysfunctional uterine bleeding, back pain, nausea, vomiting, pain in hip, chronic diarrhea, pelvic adhesions, chronic obstructive pulmonary disease, gastroesophageal reflux disease, shingles, snoring and penicillin allergy. Previously administered products included for an unreported indication: tylenol, ibuprofen, tramadol, hydrochlorothiazide, ranitidine, acetaminophen, liraglutide, oxycodone, propranolol and hydrocodone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abnormal uterine bleeding and pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), polycystic ovaries ("multiple cysts on right ovary") with adnexa uteri pain, dyspareunia ("chronic complaints of dyspareunia, pain after intercourse"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menses") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with surgery (in (B)(6) 2016, hysterectomy and da vinci assisted total laparoscopic hysterectomy right salpingectomy, right ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, polycystic ovaries, dyspareunia, dysmenorrhoea and menstruation irregular had resolved and the pelvic inflammatory disease and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular, pelvic inflammatory disease, polycystic ovaries and uterine perforation to be related to essure. The reporter commented: insertion details-the fallopian tubes and ostia were bilaterally identified. Dr was then able to pass the essure coils into the fallopian tubes, first on the right using standard procedures and then on the left. Following the hysterectomy, she was told that the essure had punctured her uterus, causing her bleeding and chronic pain. The chronic pain resolved. Until removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2015: gynecological examination: blood in the uterus, on (B)(6) 2016: ultrasound pelvis: somewhat complex appearing area of decreased echogenicity near posterior aspect of uterine fundus, on (B)(6) 2016: MRI pelvis: multiple cysts right ovary, and masslike oval structures within the uterine fundus with signal characteristics suggestive of hemorrhage, on (B)(6) 2016: ultrasound pelvis: apparent enlargement of heterogenous masslike structure along the posterior aspect of the uterine fundus towards the right, in (B)(6) 2016: hysterectomy: coils had punctured the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-aug-2021: mr received: event lso in 2011 for pid added and made medically significant and intervention required due to surgery. Reporter, medical history, historical drug and essure removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coils had punctured her uterus") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implantation and endometrial ablation at that time." On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with uterine haemorrhage and pelvic pain, polycystic ovaries ("multiple cysts on right ovary") with adnexa uteri pain, dyspareunia ("chronic complaints of dyspareunia, pain after intercourse"), dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menses"). The patient was treated with surgery (in (B)(6) 2016, hysterectomy). Essure was withdrawn. At the time of the report, the uterine perforation, polycystic ovaries, dyspareunia, dysmenorrhoea and menstruation irregular had resolved. The reporter considered uterine perforation, polycystic ovaries, dyspareunia, dysmenorrhoea and menstruation irregular to be related to essure. The reporter commented: following the hysterectomy, she was told that the essure had punctured her uterus, causing her bleeding and chronic pain. The chronic pain resolved. Until removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2015: gynecological examination: blood in the uterus. On (B)(6) 2016: ultrasound pelvis: somewhat complex appearing area of decreased echogenicity near posterior aspect of uterine fundus. On (B)(6) 2016: MRI pelvis: multiple cysts right ovary, and masslike oval structures within the uterine fundus with signal characteristics suggestive of hemorrhage. On (B)(6) 2016: ultrasound pelvis: apparent enlargement of heterogenous masslike structure along the posterior aspect of the uterine fundus towards the right in (B)(6) 2016: hysterectomy: coils had punctured the uterus. Company causality comment: this spontaneous legal case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("coils had punctured her uterus.") A hysterectomy was performed. Uterine perforation is anticipated in the reference safety information for essure. In the present case, following the implant, consumer complained of chronic pelvic pain and uterine bleeding. Following the hysterectomy, it was noted that essure had puncture her uterus. The exact date and mechanism of perforation is unknown, however given event's nature, causality with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.